Event description:
It was reported that the patient presented to the physician in february indicating the inflatable penile prosthesis (ipp) would cycle but not inflate the cylinders. A cat scan showed that the reservoir was void of fluid. On (B)(6), a surgical procedure was performed in which the physician removed the reservoir from the patient and tested the product. It was in good working order. He then proceeded to removed the rest of the product and replace it with new ones. Upon removal it was found that the tubing had a hole in it. The doctor indicated the patient is extremely fit and active which could have led to the tubing issue. No further complications were noted after the completion of the revision and the device was tested and it was fully functioning.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician in february indicating the inflatable penile prosthesis (ipp) would cycle but not inflate the cylinders. A cat scan showed that the reservoir was void of fluid. On aug 26th, a surgical procedure was performed in which the physician removed the reservoir from the patient and tested the product. It was in good working order. He then proceeded to removed the rest of the product. Upon removal he found that the tubing had been compromised. The doctor indicated the patient is extremely fit and active which could have led to the tubing issue. No further complications were noted after the completion of the revision.